Event description:
Add'l info rec'd from MFR 08/31/01. On follow-up with the hospital risk mgr after receipt of the medwatch report they indicated that they did not believe that the above mentioned event was related to MFR's product at all. It is believed that the pt resulted from an air embolism. The heparanized saline bag was empty and collapsed, the clear-cuff did not. As the clear-cuff is completely external to the fluid pathway it is not possible for this product to contribute to an air embolism. Based on the info provided during the follow-up with the risk mgr, MFR believes that the medex clear-cuff did not contribute to this event. Please accept this letter as medex' response to the report filed by hospital.

Event description:
Pt having atrial fibrillation ablation using transeptal approach. Pressure bag connected to infusion tubing going into pt's femoral vein emptied and collapsed. Pt arrested.